Event description:
It was reported that during the implant procedure, the atrial lead perforated the patient resulting in pericardial effusion. The lead was implanted. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Intervention was performed.